Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.